Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented one day post treatment with folds/wrinkles in right eye. The patient commented that he took the shield off after 10 minutes, he didn't like it. He rubbed his eye about 10:00 pm on (B)(6) 2016. The patient complained of blurred vision. The topical steroid dosage was increased and a flap lift, rinse and reposition was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities.